Event description:
Patient experienced palpitations. Device appears to be undersensing on atrial lead. Appears potential atrial under sensing triggering device classified false termination of at/af (atrial tachycardia/atrial fibrillation) event(s) at times. Device appears to be undersensing on atrial lead and appears to result in inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).